Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were missing on bottom case and plunger assembly. The device was cracked on top case by the tube holders, right plunger case and battery door. Force sensor test error and motor rate error were observed in the event history log. The technician performed power up process, checked and test force sensor and occlusion test. Unable to duplicate the force sensor test error at power up and all the reading of force sensor within the required specifications. Motor rate error was found during occlusion test. The root cause of the reported problem was found to be the customer manipulated the pump during its self-test which was caused the force sensor test error, by entering the biomed code customer was able to clear the force sensor test error and for the motor rate error, it's combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The technician performed maintenance, replaced motor assembly, worm gear, leadscrew and clutch halves.

Event description:
It was reported that the force sensor error and motor rate error occurred. No patient injury was reported.